Event description:
It was reported that during a laparoscopic left ovarian mass excision with appendectomy procedure, the articulating lever on device seemed misaligned after firing. Prior to firing, the jaws were articulated. When the device was closed on the tissue, the surgeon commented that the closing force was greater than usual. The device fired normally and the staple line was complete. The jaws on device were articulated back to the straight position and it was noticed that the lever did not seem to line up properly. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged articulation gear teeth. Eval summary: the analysis showed that the ats45 device was rec'd with the articulation mechanism damaged. The device was rec'd with a blue reload loaded in the device; the reload was rec'd fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left, ctr and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.